Event description:
The lay user / pt contacted lfs in 2009, alleging inaccurate high readings on their one touch ultra 2 meter. A medical surveillance specialist (mss) contacted and spoke to the pt's wife on 12/03/2009 and obtained the following info: the wife mentioned that the day prior to contact to lfs at 4 pm, the pt tested on his meter and obtained a 388 mg/dl. He did not exhibit any symptoms and went ahead, and took humalog insulin, based on a sliding scale; however, the wife does not recall how much he took. He was also shocked that the reading was so high that he went and tested on his neighbor's meter and obtained 212 mg/dl. Wife tried to give him some juice and the pt refused to drink anything and shortly later, he passed out. Wife then contacted the paramedics and when the paramedics arrived, they tested the pt using their meter and obtained a 24 mg/dl at 5 pm. He was treated with IV glucose and regained consciousness soon after. The pt was not taken to the hospital and the wife does not recall what her husband's blood glucose reading was prior to the paramedics leaving. While troubleshooting, it was noted that the test strips that the pt had been using were expired. Using expired test strips can lead to false blood glucose readings. The reporter does not recall what her husband's blood glucose readings were earlier that day or the day before. Products were replaced. The complaint is being reported because the pt alleged that due to the elevated reading, he took insulin based on that result and shortly later passed out and had to receive medical treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.